Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient needed medical intervention and that they were diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include not feeling well, nausea, vomiting, a headache and dehydration. The patient reported that the pod and sensor were not pairing and had the alert of missing sensor glucose values. The patient reported that they are a nurse and while at work, the patient treated themselves with fluids, electrolytes, insulin and they self-monitored the insulin.